Event description:
The customer reported via phone call that the insulin pump alarmed, indicating that the radio frequency programmable integrated circuit failed the self-test. The customer stated that the alarm occurred twice. He stated that he called previously to troubleshoot for the same alarm the week prior, and the insulin pump had passed the self-test that time; however the alarm recurred again while he was changing his clothes. The customer's blood glucose was 80 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during self-test due to due to faulty connector at remote frequency board. The insulin pump was received with cracked case at display window corners, minor scratches on lcd window, stained end cap sticker and back address/serial number label.